Manufacturer narrative:
Date sent: 07/24/2008. Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device and clip jammed on the vessel. The device was pulled off causing bleeding. Another type of device was used to complete the procedure. There were no adverse consequences to the pt.